Event description:
Two different samples were registered on the analyzer with the same sampler-ID and thereby the same patient-ID. After removing the first sampler it was dropped in front of the barcode reader while the user placed the second sampler in the flexq (to the right of the first one), thereby causing the flexq to read the barcode on the first sampler and interpreting it as the second. The result was never used. A third sample was run on the second patient as they were missing the results that went to the first patient's journal.

Manufacturer narrative:
The analyzer is designed to prevent that samples are mixed up by insertion into the flexq tray. When removing the sampler it must be lifted up to 45 degrees to get the tip-cap out. The software is programmed to scan the sampler. When the sensor in the tip-cap compartment is activated. It also prevents the analyzer from scanning a sample already in the flexq tray until the sampler has been removed and this sensor is no longer activated. This case is the first reported occurrence of two samplers being mixed up in the flexq-tray since the risk was initially identified and the above mitigations were implemented in the software in 2007. The customer experienced the same hazardous situation because of a use error. This is the first event of this kind in a period of 5.5 years. The above measure are therefore considered sufficient mitigations to the risk of sample mix-up when placing samplers in the flexq-tray.